Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited over sensing, causing inappropriate mode switch episodes. The device was reprogrammed. The patient was doing fine.